Event description:
It was reported that the 2600 system had an error code displayed during a case. The 2600 system had to be rebooted and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. There was a loose connector on the auxiliary interface that was tightened during the service call. The system was tested and found to be working as intended and put back into service.